Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, a stent damage occurred. The 90% stenosed target lesion being treated was located in the moderately tortuous and calcified proximal left anterior descending (lad). The physician could not cross the lesion with a 3.50x12mm taxus liberte stent. The physician removed the stent outside the patient's body and reported the stent strut had lifted up. The procedure was successfully completed with another of the same device. No patient injuries or complications was noted. Patient condition listed as "good."

Manufacturer narrative:
(B)(4).